Event description:
2.7 fr catheter tore off in a pt and migrated into the left ateria pulmonaris. Catheter part shall be removed in (cardiology). Catheter was placed in sept. Pt injury indicated. Surgical intervention required. No other info provided.